Event description:
The pt tested their blood glucose on the suspect device and obtained a reading of 102 mg/dl. They retest and the result was 176 mg/dl. They were experiencing pain and symptoms that related to their heart condition in addition to gangrene in their foot. Spouse called the ER and they instructed to bring pt in. Upon arrival to the ER they checked their glucose at 320 mg/dl. They were treated with meds via an IV. They were released about six hours later. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.